Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart. Customer's blood glucose value was 74 mg/dl. Customer was able to rewind the insulin pump. Customer reported that they were able to clear the alarm and after battery change they received another unexpected restart error. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, a-21 error test and self test. No a21 alarm noted during test.